Event description:
The manufacturer received information related to an alice nightone sleep diagnostic device. The user alleges exposed wires. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
An alice night one sleep diagnostic device was returned to a third party service center for evaluation related to the allegation of xpod wires exposed. The device was visually inspected. The service technician reports exposed or split wires on the spo2 cable.